Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
Received information regarding a cartridge alarm 19 during the load process. Customer's blood glucose level was not impacted. It was indicated that the customer had manual injections or backup pump available for alternate insulin therapy.